Event description:
The complainant had an impella cp pump placed for a patient. The pump was placed, but the optical signal failed. The pump remained on for support despite the placement signal loss. The pump was eventually weaned and explanted. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The returned product was inspected and the pump passed light continuity testing. The 5s parameters on the returned product showed very low signal-to-noise ratio (snr) and gain and contrast were also out of normal range. The data logs confirm placement signal not reliable (psnr) alarm and show placement signal going out of range to 3000mmhg. At the same instant snr drops to zero, lamp and gain increase, and contrast decreases. Clinical mentioned intravascular lithotripsy (ivl) was estimated to be about 20mm away from the catheter and that psnr alarm occurred after first irradiation. Per the instructions for use, this is considered to be a use related issue. The root cause of the optical signal issue was determined to be due to a damaged sensor as evidenced by 5s parameters on returned product and clinical detail of ivl position in relation to catheter. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.